Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother called in to report multiple motor error alarms. The customer's blood glucose level was 300 mg/dl. The caller was unsure of things and was advised to have the customer call back in to troubleshoot. Nothing was replaced or returned.